Manufacturer narrative:
The reported issue that the 38 lvp door keypad with latch needed to be replaced for an issue associated with the keypad assembly could not be confirmed; product or device logs were returned for investigation with exception to pump module sn (B)(4), which was returned for a different reported issue of a rate failure that could not be corrected with recalibration and is currently under investigation with complaint file (B)(4). The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd had opened CAPA (B)(4) to further investigate the keypad failures. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : a(B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported that 38 lvp door keypad with latch needed to be replaced. There was no patient involvement.